Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel and sulphate allergy (++)") and device dislocation ("on ultrasound, it seemed that the implant was not at the right place") in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and device dislocation outcome was unknown. The reporter considered allergy to metals and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: it seemed that the implant was not at the right place. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2017-05302) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel and sulphate allergy (++)") and device dislocation ("on ultrasound, it seemed that the implant was not at the right place") in an adult female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and device dislocation outcome was unknown. The reporter considered allergy to metals and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: it seemed that the implant was not at the right place. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.